Event description:
It was reported that the patient underwent a surgery to treat radiculitis, lumbar stenosis and painful instrumentation. The surgery consisted of hardware removal, discectomy, decompression and posterolateral arthrodesis at l5-s1. Per the operative notes, 'all nerve roots were well decompressed. The dura was mobilized. There was a significant amount of osteophyte formation, as well as adhesions' discectomy was performed, as well as the interbody prosthesis was removed. At completion, all nerve roots were well decompressed. The posterior and lateral gutters were decorticated down to punctate bleeding bone, backed with autogenous bone [rhbmp-2/acs] and connectors were then placed onto the pedicle screws.' No complications were noted. At 243 days post-op, notes from the patient's outpatient therapy chart state the 'patient only tolerating passive treatment with modalities to reduce pain and inflammation at this time due to severe pain. He does not handle rom exercise at this time. Patient c/o severe pain throughout his body.' It was noted that the patient would benefit from a home tens unit to control his chronic pain. Patient was treated with us, ice massage, cp, ic, and iontophoresis with dexamethasone.

Event description:
Reportedly the patient developed "significant pain, and it has seriously limited my physical movement."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).